Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 303 mg/dl while wearing the pod between 24 and 36 hours. The cannula dislodged from the infusion site (leg). Patient had a bruise on the site when the pod was removed.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. No blood was observed on the adhesive pad. The device was returned with the cannula assembly fully deployed and the needle completely retracted. The cannula assembly of the device was inspected for any manufacturing deficiencies that could cause bleeding/bruising. No issues were found. The exact cause of the cannula dislodging and the bleeding/bruising could not be determined.